Event description:
It was reported that, during an ukr surgery, a warning popped up "handpiece exposure control motor failure" while cutting the femur. The warning was dismissed and the handpiece was recalibrated, but homing was not possible after multiple tries and troubleshooting. After replacing handpiece, drill, long attachment and bur; and then recalibrating, home was achieved and moved forward to cut femur. Once bone was removed, it was switched to rogue mode so this error would not pop up again in the same case. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The result of investigation indicates that the drill guide was bent, which caused the reported event.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history review found similar reports, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for using the handpiece. This failure is an identified failure mode within the risk file. A relationship between the device and the reported event could be established. The initial visual/functional investigation found that: the logs indicate that the handpiece threw a jam detection error. Given the subsequent homing failures, and the nature of those failures, the jam detection was received correctly. The homing failures also indicate a jam detection as the handpiece was unable to fully extend to the homing wall. Evaluation of the handpiece showed that the drill guide support was bent. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field. Per complaint details, the device malfunctioned during use. Based on the information provided, there was a delay in the procedure while the device was swapped out. There was no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time.